Manufacturer narrative:
During the onsite investigation, the service technician replaced the laser head. Root cause was identified as a faulty laser head. (B)(4).

Event description:
Customer reports smell of smoke from laser and system message during treatments indicating communication-laser head. No patient harm was reported and no further information was provided.